Event description:
It was reported that the customer was hospitalized for high blood glucose. The blood glucose reading was over 500mg/dl. The nurse stated that the infusion set came out of the customer's body and she has been without the insulin pump therapy for several hours. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.